Event description:
A report was received that the ipg would be revised due to charging difficulties.

Manufacturer narrative:
Additional information received indicated that the patient was explanted of the device and reportedly doing fine. A returned product analysis indicated that the complaint of difficulty charging was not confirmed. Battery profile revealed a maximum depletion rate which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the ipg would be revised due to charging difficulties.